Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed phenytoin result was use of an incorrect tube type by the customer. The IFU for dimension phenytoin flex reagent cartridge contains the following information: "some studies have shown the stability of phenytoin to be related to storage conditions and can vary with time, temperature and blood collection tube..studies have shown variable rates of absorption of phenytoin by the gel barrier in several gel formulations available. The amount of absorption and the subsequent clinical significance of this phenomenon are directly related to the length of time the serum is stored upon the gel, the volume of sample above the gel, the surface area of the gel and the temperature of the sample storage.." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed phenytoin result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a higher result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed phenytoin result.